Manufacturer narrative:
Additional attempts have been made to receive the product back for evaluation. To date, product has still not been received. Once it is received and an evaluation is performed, this report will be updated.

Event description:
It was reported the the endoplege balloon broke. The customer took it out and put in another prior to bypass. Leak was notice during insertion. No harm to patient.